Manufacturer narrative:
(B)(4). Date sent: 09/16/2019 additional information was requested, and the following was observed: what was the date of implant? (B)(6) 2017 what is the product code for the linx device? Lxmc14. What is the lot number for the linx device? 12203. What symptoms lead to the discovery of the discontinuous device? Left lower quadrant abdominal pain. When did they begin? Reported a few days before CT scan. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. CT of abdomen and pelvis (B)(6) 2019, showed the linx was separated. What is the device lot number? Unk was the device initially effective in controlling reflux? Yes were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? No. Visited hoag urgent care and suspected to diverticulitis but CT scan didn¿t show this. Was any additional imaging performed since device implant? No. Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Window of time when linx became separated, (B)(6) 2018 to (B)(6) 2018. What is the management plan? Has the device been removed? If no, is device removal scheduled? Is a replacement linx or fundoplication planned? Scheduled for removal on 9/12/2019 and will redo hiatal hernia repair. If the device has been removed, is it available for return? If yes, please provide a contact name and mailing address for the return kit. Unknown if product will be returned. Will contact patient to determine if device will be returned. Patient identifiers: cs, dob: (B)(6) 1949. Patient weight: 150 lb patient gender: female date of implant: (B)(6) 2017 date of explant: (B)(6) 2019 implanting physician: dr. (B)(6) device size: 14 bead clasp lot: 12203 pre-implant tests: barium swallow, ph and egd barium 12/16/16: esophageal dysmotility is present, small to moderate hiatal hernia. Egd/bravo 1/5/17: mild gastritis and esophagitis. 3 cm hiatal hernia. Demeester score day 1 59.4, day 2 34.5. Did the patient have pre-existing dysphagia or other conditions (other than gerd)? No were there any intra-operative complications during implant? No was there any hiatal or crural repair done at the same time as implant? Yes was mesh used at the time of implant? No reason for removal of the linx device? Ongoing gerd symptoms if dysphagia, how severe was the dysphagia/odynophagia before intervention? Mild. Additional diagnostic testing or intervention performed prior to removal: egd/bx (B)(6) 2018: la grade b esophagitis, 2 cm hiatal hernia, and gastritis. Barium (B)(6) 2018: poor esophageal motility CT abdomen/pelvis w contrast (B)(6) 2019: linx at ge junction separated with gap of 1.3 cm. After review of cxr, CT, and esophagrams, the window of time when linx became separated looks to be (B)(6) 2018 to (B)(6) 2018.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2019. Medical review the review of the CT scans was performed by the ethicon medical safety officer: "reviewed CT scan and x ray images. The finding with the CT scan are nonspecific with evidence of an implanted linx device. The plain abdominal and chest x-rays showed images consistent with a discontinuous linx device." Device analysis: visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. The remaining device characteristics show no anomalies for a device that has been reasonably changed as part of the explant procedure. Analysis found that the returned device had an exposed weld ball visible paired with the washer side of the adjacent bead. The washer through hole was measured with computed tomography (CT) and found to be out of specification. The paired weld ball diameter was found to meet specifications. Overall review of the device function and dimensions, excluding the out of specification washer hole, show no anomalies from a device that has been reasonably changed as part of the explant procedure. As the device was tested to 250g tensile force in production, it is presumed that a certain geometric combination of the weld ball and the washer hole resulted in the device separation in vivo. The DHR for lot 12203 was reviewed. No ncs, defects, or reworks related to the product complaint were found. The lot is within the bounding of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2019. Additional information received: test results.

Manufacturer narrative:
(B)(4). Only event year known: 2019. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of implant? What is the product code for the linx device? What is the lot number for the linx device? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Has the device been removed? If no, is device removal scheduled? Is a replacement linx or fundoplication planned?

Event description:
It was reported that: ¿discontinuous linx device discovered in recent imaging. Explant procedure planned for (B)(6) 2019.¿ it is unknown how the case will be completed.